Event description:
It was reported that patient is planning on having their system explanted due to ineffective therapy. No further information is available at this time.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Additional information received reports that the patient underwent surgical intervention in which their system was explanted.